Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A revision surgery was performed in which the cuff was replaced. The device was functional, however the patient needed a smaller cuff. It was also said that the patient was doing fine after the procedure. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.